Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the user was unable to issue medication. A technical support specialist (tss) reviewed the records and informed the customer that the validation code had expired and that a new active order was available for dispensing. Tss advised the customer to request a validation code for the active order and witnessed the customer submitting the pharmacist verify request. Tss confirmed that the pharmacist verify request was received and approved in cr mql. The customer authorized case closure. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to issue medication. Although the validation code had been approved by pharmacy, the system prompted the user to request the validation code again. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.